Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter product event summary: the 10fcc13 sheath of lot number: 0012747696 was returned and analyzed. Visual inspection was carried out. The inspection identified a kink at the side port tube and handle separation. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. In conclusion, the sheath failed the return product inspection due to a kink observed at the side port tube and handle separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the completion of the pulmonary vein isolation (pvi) it was discovered that the catheter array was properly deployed when attempting to retract the catheter into the sheath. A knot occurred in the catheter array. The catheter was forcibly withdrawn into the sheath, but a small crack was found in the sheath. The sheath was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.